Event description:
Customer stated that a recent test with a donor sample led to a discrepancy when testing with both secore dpb1 (lot 1275431) and dpbi ssp unitray (lot 009 1415057) they state that with the ssp they are receiving a result of dpb1 02:01, 04:01, and that with secore they are receiving a result of dpb1 04:04, 81:10. They also state that the secore assignment was confirmed by a second lab. Customer complaint (B)(4).

Manufacturer narrative:
Tech support investigation of the supplied data show the following: ssp result: positive lanes 3, 4, 8, 10, 11, 12, 21, 22, 32, 34. This leads to a no type result, not a mis-type as the customer alleges. If the sample is truly a dpb1 04:01, 81:01, that means that ssp is producing a false negative reaction in lanes 13, 27, 30, 30 and 40. Closer inspection of these lanes in unimatch shows that the 81:01 allele is an expected positive for these lanes, however, it is noted that the sequence at the priming site for this allele is undefined for all five of these lanes. Secore result: inspection of the . Ab1 data provided by the customer confirms the presence of the dpb1 04:01, 81:01. No impact to patient management was reported. Customer is to provide the samples. Investigation is on-going.